Event description:
It was reported that the recharger was not charging. The recharger icon and plug icon were no appearing on the screen. The recharger and the screen were blank and not turning on. On (B)(6) 2015 the patient received a replacement desktop charger but it did not resolve the issue. On (B)(6) 2015 additional information was received indicating that the patient got the row of icons on the top, or when they pushed the green start charge button they got the reposition antenna screen. The last time they successfully recharger was more than a month ago and the last time patient used stimulation was in november. An overdischarge was suspected. There was a loose connector pin. Upon product return of the recharger analysis resulted in a complaint unverified on the recharger. There were no issues found during bench testing and no issue with the recharging of the implantable neurostimulator or recharger or communications. Upon return of the connector pin it was found that the connector pins were broken. Additional information was received on (B)(6) 2015 indicating that an overdischarge was not confirmed. The patient experienced an increase in low back pain and leg pain. Zero impulses from the generator. The manufacturer representative evaluated the charger and leads. The patient had not recovered; the symptoms or issues were still ongoing. It was noted that they were waiting on clearance from cardiology. The patient was on anti-coagulation and would need the generator replaced. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger; product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).